Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch bidirectional approved under p030031/s053. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device discarded by user, unable to follow-up. (B)(4) the device was not returned to bwi.

Event description:
This event is part of smart-sf clinical study. It was reported that a (B)(6) male patient with a medical history of coronary artery disease, hypertension, cardiac surgical procedures, symptomatic atrial fibrillation underwent an pulmonary vein isolation procedure. The patient suffered acute pneumonia with abscess secondary to aspiration which require medication more than 7 days post procedure. The principal investigator assessed this event as not device related and possibly procedure related event.